Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-1620. Reference MFR report: 1627487-2013-1621. It was reported the patient was experiencing a heating sensation at her ipg site while charging. It was also reported the patient was not receiving effective stimulation. The patient's entire scs system was removed. On (B)(4) /2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.